Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, and the customer will be using multidose injection therapy as a backup to ensure insulin delivery is not interrupted. A replacement pump with updated software was sent to the customer, and instructions were provided for putting the old pump into storage mode prior to returning it. The customer understood and acknowledged the instructions, including those related to the use of sensors and the return process.